Event description:
A discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result was obtained on an atellica ch 930 analyzer. The falsely depressed result was reported to the physician(s), who questioned the result. The same sample was reprocessed on the same atellica ch 930 analyzer. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ucfp result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Manufacturer narrative:
Additional information (14-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Calibration was within conformance, and no process errors were observed around the time of the event. Quality control (qc) bias was observed which was resolved either with repeat testing of the original qc material or a method calibration. Hsc was notified that routine hardware troubleshooting was completed in response to elevated qc replicates. The troubleshooting included the replacement of the dilution probe and the dilution arm. Following all actions, the system was reported as functional. Hsc is unable to conclusively support that the hardware interventions solely contributed to the discordant result(s) based on the available data. Based on the available information, hsc is unable to conclusively identify the probable cause but cannot rule out pre-analytical sample variables and/or inconsistent atellica ch hardware failure supporting the discordant result(s). The customer and system are fully functional. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00328 was filed on 19-dec-2023.